Manufacturer narrative:
A ge service rep performed an onsite investigation. The investigation identified an intermittent issue, however no conclusion can be drawn as further service info has not been provided.

Event description:
The customer reported that the system intermittently failed to power up to a usable state. This issue will prevent the system from completing the boot process. No pt or user injury was reported.